Event description:
It was reported that the patient presented for a follow up in clinic. The patient's implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave over-sensing (pptwos). The device was reprogrammed and the patient was stable.